Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event, as the device was reported at end of life after 19 years implanted.

Event description:
Related manufacturer reference number: 2017865-2024-40334. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.